Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. It is also being submitted to provide a correction in sections d4 and h4 as the lot number was inadvertently reported to terumo as 06100979 and later confirmed to be 0000015082. One 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath was returned. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the evaluation performed, the complaint could be confirmed for the failure mode of "pullout". Testing of the device upon receipt did not reveal any functional anomalies during device actuation. The likely root causes for this issue may include the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date:between (B)(6) 2020 and (B)(6) 2020. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor advanced the angio-seal (as) device, however the anchor was never deployed, and they believe it may have been stuck in the device. There was no patient injury/medical or surgical intervention required. Hemostasis was achieved. The left leg was treated successfully. Additional information was received on 16feb2021. The procedure was a left leg percutaneous transluminal angioplasty (pta), laser and balloon of the superficial femoral artery (sfa), popliteal, and at. A 5fr procedural sheath was used. A pre-deployment angiogram was performed before attempting deployment of the angio-seal. The footplate (anchor) did not deploy/catch. Manual compression was held for 30mins. The patient was stable.